Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the clip jumping when opening/closing the clip. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The clip delivery system (cds) worked fine during device preparation and functional inspection prior to use. When the cds was inserted into the anatomy, the mitraclip would not open. The clip was relocked and the arm positioner was turned more in the closed direction, the lock lever was retracted past the blue line twice, and the clip sprung open. The doctor tested it again and it worked fine. The leaflet was grasped, but it was not a satisfactory location, so the cds was retracted to the left atrium, but the clip would not close. The arm positioner was turned a little more and the clip sprung from an inverted position to a 120 degree position. It was decided to discontinue use of this cds. The clip was able to be fully closed and was removed from the anatomy. Another cds was used to replace the first one. The second cds worked fine. Mr was reduced to grade 2 with one mitraclip. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Device status changed from returning to not returned. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the clip jumpiness, difficulty to open the clip and difficulty to close the clip. It is possible that there were procedural interactions (e.g. The patient anatomy and unintended curves on the device) which resulted in increased tension on the device and therefore contributed to the reported event; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.